Event description:
Reported due to device breakage. The physician attempted to us a jography judkins left (jl4) coronary catheter during a diagnostic procedure. Reportedly, "while the physician was putting the catheter through the sheath the catheter split at the weld point." It was noted that the catheter "split/broke at the weld point where the hard part of the catheter transitions to a soft part at the tip of the catheter. "This occurred while the physician was introducing the jl4 into the sheath before entering the pt's body a competitor's catheter was used to complete the procedure reportedly, the procedure was completed with no delay in the pt's care. It is unk when the pt was dishcharged from the hosp or what his present status is.